Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. As such, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further information becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a x-post has "crumbled" and debonded. Outcome of the event is unknown as of this MDR evaluation, though there is no indication that a serious injury occurred.